Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device burnt exposing metal on the jaw. The teflon pad damage occurred while the surgeon was performing a seal and cut on the patient¿s tissue. It was reported that at the same time the surgeon observed a ¿short circuit¿ error message was on the generator. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for damaged teflon pad with exposed metal underneath. The evaluation found the teflon pad deformed and partially detached from the jaw. A hairline crack was also found in the probe.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.